Manufacturer narrative:
Additional information: additional information was received reporting that the intraocular lens (iol) was explant from the right eye on (B)(6) 2023. A non-johnson and johnson iol was implanted as replacement (different diopter of 20.0). The date the patient's symptoms were first noted was (B)(6) 2022. There was no patient injury. There was no medical or surgical intervention required. The patient is doing fine. No further information was provided. The following sections have been updated accordingly: section b2: outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage (devices). Section b3: date of event: (B)(6) 2022. Section d6b. If explanted, give date: (B)(6) 2023. Section h6: health effect - impact code: code 4629 -device revision or replacement. Correction: section g4 combination product was inadvertently left blank on initial MDR 3012236936-2022-03208. It has been corrected on this supplemental MDR to "no". All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was implanted in the right eye, the patient experienced visual disturbances such as halo and glare and cannot drive at night. The patient will be scheduling to have the lens explanted. No further information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown; requested but not provided. Date of event: unknown; requested but not provided. The best estimate date is between (B)(6) 2022. If explanted, give date: not applicable, as lens remains implanted. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Multiple attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.